Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/10/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/22/2013 and 12/4/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately high compared to her feeling and or normal results. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy began on (B)(6) 2013, at 12:00 p. M. At an unspecified date/time, the patient obtained a blood glucose result of ¿343 mg/dl¿ with the subject meter. It is not known what medications, if any, the patient takes to manage her diabetes. The patient stated she continued with her usual diabetes management routine in response to the alleged inaccurate result(s). The patient claimed, 2 minutes after the alleged issue occurred, she developed symptoms of ¿stomach started hurting, shaky, nervous¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Supplemental #1- 11/13/13 (additional information): on 11/13/2013, mss spoke with the lay user/patient and was provided the following additional information: the patient stated she manages her diabetes with insulin (humalog, self adjuster). The patient also stated that she self treated by drinking some apple juice in response the symptoms she developed. The patient confirmed she began to feel better, 5-6 minutes afterwards.